Event description:
It was reported to philips that the device failed co2 calibration and the customer was unable to run op check. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty internal memory card. Based on the conclusion of the investigation, it was determined that this was a malfunction of the internal memory card. The internal memory card was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the operational check and the co2 calibration. There was no patient involvement.